Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Additionally, a minimum fill notification occurred after filling a cartridge with 225 units of insulin. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose level was 250 mg/dl.